Manufacturer narrative:
Correction: the country of (B)(6) where the event occurred was incorrect in the initial report. The event was reported from (B)(6). The reporter¿s information has been updated according. (B)(6). Device availability: the device availability was inadvertently documented as may 31, 2017 in the initial report. The date returned to manufacturer was corrected to may 29, 2017. Evaluation update: in addition to the malfunctions identified in the initial report, it was also determined that the motor, seized, blocked, jammed and was heavy moving. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was worn out. It was further determined that the general condition of the device was failing and the device lacked power. It was further determined that the device failed pretest for general condition, check the attachment coupling, check attachment coupling with attachments, check for air leak and check function of soft mode switch (safety system). It was noted in the service order that the device had lack of power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.